Manufacturer narrative:
Mitek is awaiting receipt of the complaint device and gathering further investigative information. When all that can be had is had and evaluated, those results will be the subject matter of the follow up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, 2 helix anchors broke apart while the surgeon was attempting to insert them into the bone hole. While the proximal portions of the anchor were recovered, it is not known what became of the distal ends of the anchors; they may be in the bone holes or loose in the body. The procedure was concluded successfully with a third same type device without further issue or harm to the patient. Although it is reported that there is no patient consequence it is not known if all the pieces were retrieved from the patient. If this is the case, we do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. Also see associated MDR 1221934-2009-00445.